Event description:
It was reported a balloon burst on the second inflation at twelve atmospheres during an arteriovenous fistula angioplasty procedure. Resistance was encountered during withdrawal of the balloon catheter through the introducer sheath, and a portion of the balloon material detached, remaining in the patient. Attempts to percutaneously retrieve the detached balloon material were unsuccessful. The procedure was completed with this device. The patient's condition is good and pt has since been discharged and will be monitored on an outpatient basis. This device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the catheter shaft was stretched and kinked 38 millimeters from the distal radiopaque marker. Both radiopaque markers were located on the shaft and the distal marker moved freely on the shaft. A three millimeter fragment of balloon material remained on the proximal and distal bonds. The remaining balloon material was not returned. A lot search was performed and revealed no other complaints to date for this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with exertion against resistance, a stretched and kinked catheter shaft. The company believes the above factors may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use state: "to prevent balloon rupture, the recommended rated burst pressure should not be exceeded... Do not advance the guidewire or the catheter if resistance is met without first determining the cause of the resistance and taking remedial action... Never manipulate the catheter with the balloon inflated."